Event description:
Rep reported that the microsensor was not working properly. As a result the device was removed and replaced. There were no adverse consequences reported.

Manufacturer narrative:
Upon completion of the investigation it was noted that this complaint has been confirmed. The supplier performed this eval. During the eval a review of quality reports was conducted and prior to distribution this device met all mfg and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: the pressure sensor appears to be undamaged. The catheter material has several deep twists and kinks along its length. The unit failed drift testing. The sensor sealant was removed, and a corroded sensor wire was found. Based on the above eval, the supplier determined the cause of failure to be a failure of the sensor sealant due to use. Based on the fact that his is a highly isolated event no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.